Manufacturer narrative:
Concomitant medical products: tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bacteremia. The implantable cardioverter defibrillator (ICD) system was removed and a new ICD system was implanted. No further patient complications have been reported as a result of this event.